Manufacturer narrative:
The device was returned to cardinal health. Visual inspection of the device showed that the shuttle was engaged to the black handle. The sealant and advancer tube were in the manufactured position and exposed to blood. The procedural sheath was on the catheter. A kink was observed in the procedural sheath near the distal end of the hub. The kink in the sheath could have been caused during transportation of the device to cardinal health. Shuttle down procedure was simulated and the advancer tube was able to properly engage the distal tamp lock. The condition of the returned device indicates an incomplete engagement of the advancer tube. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (f1533605) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to being released for distribution. Based on the information provided and the investigation performed, the reported event was caused by an incomplete engagement of the advancer tube during the procedure. If the green shuttle is not advanced until a definitive stop is felt (per the mynx instructions for use (IFU)), the advancer tube will not be engaged to the distal tamp lock. This will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, based on the information reported, it cannot be conclusively determined why the shuttle down step could not be completed. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the mynxgrip device failed to deploy further explained as the advancer tube did not come down/out of the shuttle tube. The device was being used for arterial closure with a 6f procedural sheath following a peripheral procedure. The sealant was noted to be stuck inside the shuttle tube. The user shuttled down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the procedural sheath. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient was noted to be "fine" and hospitalization was not prolonged as a result of the event. Additional information was requested but was unknown.